Event description:
It was reported that during a procedure there was breakage at the fiber tip and there were no pieces to retrieve as the cap remained intact. The procedure was completed with the use of a harmonic scalpel. No pt injury was reported.